Manufacturer narrative:
The thermogard console (sn (B)(4) involved in the reported complaint will not be returned for evaluation because biomed inspected the console and the reported issue could not be duplicated. The thermogard console passed the functional test without any error and worked as intended. The system was tested for several hours. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.

Event description:
While attempting to download the console's data, the thermogard xp ivtm console (sn (B)(4) displayed a tcmid:07 (coolant temp high) error message upon turning on. No patient involvement.